Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited out of range right atrial (ra) pacing impedance measurements. Subsequently, this pacemaker was explanted during a therapy upgrade procedure. A cardiac resynchronization therapy pacemaker was implanted to complete the procedure. Additional information from the field representative provided the ra lead was checked and was normal. No additional information could be provided. This pacemaker has not been returned at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited out of range right atrial pacing impedance measurements. No additional information could be provided. Subsequently, this pacemaker was explanted during a therapy upgrade procedure. A cardiac resynchronization therapy pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No adverse patient effects were reported.